Event description:
It was reported that the device is corroded. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-13999mf, batch 75007 was received for investigation. Visual inspection identified pitting and corrosion across the handle. The observed condition is consistent with the accumulation of wear and tear damage via exposure to repeated cleaning cycles, based on the age of the device.